Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there were minor dents on the distal end and a removed hold ring. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the minor dents on the distal end with the removed hold ring, additional evaluation findings were as follows: the labels were illegible, there was a scratch on switch 1, there was minor play on the control knob, discoloration on the objective lens cement, tiny chips at the edge of the light guide lens, cracks on the bending section cover glue, and surface scratches on the insertion tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported the returned device found minor dents on the distal end and a removed hold ring during evaluation; however; per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.